Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. In addition to the above findings, it was also determined that there were scratches on the ui panel screen when powered on. The device operating software was upgraded as well. The device was scrapped.

Manufacturer narrative:
H3 other text : device at third party service center.